Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer experienced low blood glucose of 90 mg/dl. The customer treated, and blood glucose was monitored during the call. Last set change was on (B)(6) 2018. The customer was disconnected during rewind/prime. The programming, bolus history and totals were accurate. The status screen and reservoir volume were correct. It was also reported that the insulin pump had a drive/motor anomaly. The anomaly happened during normal use. Blood glucose value was 139 mg/dl. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. The motor was tested outside of the device and passed. No drive or motor anomaly noted. Device programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted.